Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the two day post implant follow-up, the patient with this newly implanted system presented with an implant site hematoma; no infection reported. No invasive correction action was required and to date, the system remains implanted and in service. The patient was included in a clinical study, with corrective actions noted as a medication adjustment.